Event description:
It was reported that shaft break occurred. The target lesion was located in a non-tortuous and mildly calcified coronary artery. Two 3.00mm x 12mm emerge balloon catheters were selected for use. However, it was noted that the devices were fractured upon insertion into the guide. Both devices were pulled out and the procedure was completed with a different device. There were no patient complications reported.